Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and thick leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, the clip opened to roughly 28 degrees. It was noted that the clip was attached and stable on both leaflets. The procedure was discontinued, and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image and two (2) echocardiographic still images of the reported device were provided. All three images were taken post deployment in which the implanted clip (reported device) can be visualized. Based on the images provided, the post deployment clip arm angle appears to be ~35° - 40°. This is an estimation based on visual assessment with the unaided eye and is not confirmed. However, it is apparent the reported clip is opened beyond the typical fully closed position per the instructions for use (~10° - 30°) and aligns with the reported incident details. No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. Under the assumption that the clip was closed per the instructions for use prior to deployment, the post deployment state of the clip in the images provided presents with an abnormally large arm angle which is indicative of a clip open while locked (cowl) event. Therefore, the reported post deployment cowl is confirmed. There are no other observations based on the images provided.¿